Event description:
A nurse reported three patients with toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. In a follow up, the nurse reported the patient presented with fibrin, corneal edema and iritis on the first day postoperatively. The patient was treated with medications. The surgeon reported the patient's symptoms were resolving. For this patient, the surgeon reported the surgery was prolonged for an unknown reason. There are fifteen medical device reports associated with this event. This report is for the first patient, intraocular lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Product history record reviews for all associated complaints do not demonstrate any correlation between manufacturing sites, manufacturing dates and the implant dates for the patients. There have been no other complaints reported in the lot number. Additional information was requested on 02/09/2012, 02/16/2012, and 02/27/2012 by phone, fax, and mail. A completed questionnaire was received on 02/20/2012. (B)(4).